Event description:
It was reported that during follow up after a cardiac resynchronization therapy (crt) upgrade, loss of capture was noted on the left ventricle (lv) lead. X-ray confirmed the lv lead had dislodged. The lv lead was explanted and was replaced it with a new lead. During the lead revision, the set screw of patient¿s pacemaker was unable to clamp down on the lead. It was suspected that the set screw was damaged or faulty. The pm was explanted and replaced with a new pm. The patient was stable and recovering following the procedure.